Event description:
Medtronic received information that an amplatz super stiff wire caused a perforation to the left ventricle, causing a pericardia effusion. Patient was moved to open heart surgery to repair the tom ventricle. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).